Manufacturer narrative:
The field service engineer (fse) determined the pump head assembly was worn out. The pump head assembly, vacuum diaphragms and pressure gauge were replaced. Hardware checks along with calibration and qc were completed within specification. The customer has had no further issues since the service visit. The investigation determined the pump head assembly issue identified by the fse was the root cause of the event.

Event description:
The initial reporter questioned results for 4 patient samples tested for glucose, bun, co2 and crea on a cobas 6000 c (501) module. The customer only provided results for 1 patient sample tested for glucose. The initial glucose result from the c501 module in question was 12 mg/dl. This result was reported outside of the laboratory. The repeat result from a different c501 module was 98 mg/dl. This result was believed to be correct. The glucose reagent lot number and expiration date were not provided.